Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect cl for gen.2 on a cobas 8000 ise module. The initial result was 135.0 mmol/l. The sample was repeated twice with results of 98.8 mmol/l and 96.7 mmol/l. No questionable results were reported outside of the laboratory. The cl electrode lot number was f0473. The expiration date was not provided.

Manufacturer narrative:
The expiration date for the cl electrode lot number f0473 was 12-jan-2022. Section d4, serial number was updated. The customer has had no further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.